Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample is not available for return. The result of the investigation is inconclusive for the reported device incompatibility issue. The root cause for the reported device incompatibility issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: ¿ should excessive resistance be felt at any time during the insertion process, do not force passage. Precautions: ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Potential adverse events: ¿ inability to introduce/withdraw endovascular system directions for use: site access and preparation ¿ using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. ¿ perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection ¿ select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Introduction of the endovascular system and placement of the covered stent ¿ advance the endovascular system over the guidewire into the introducer sheath. ¿ further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. H10: d4 (expiry date: 08/2023), device not returned

Event description:
It was reported during a stent placement, the device allegedly stuck in the sheath and failed to insert. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2023).

Event description:
It was reported during a stent placement, the device allegedly stuck in the sheath and failed to insert. The procedure was completed using another device. There was no reported patient injury.